Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A consumer reported that their patient programmer was not working but then it worked better after changing the batteries. The consumer was noted to be in programming group c and felt stimulation in his left leg. The consumer wanted to feel stimulation in his feet and lower legs like before. The consumer noted that it was working fine at the time of the report. The consumer was going to follow up with their health care provider for their stimulation not working for a while, while they were on a trip. The issue was noted to start a couple of days prior to the report. They were unable to feel stimulation except when on one setting in one leg. When the consumer went to reset, it would not work right. The indication for use was spinal pain. Additional information received reported that the patient was not sure why he stopped feeling stimulation in his right leg. The patient fell a few days earlier but could not say with certainty that the fall was the cause. The patient met with the rep and reprogrammed the device. It was not the same or as effective as previously but was better then nothing. Event date: (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient hasn't used the device in while and can't get it to charge. The patient tried today, and the last time the patient had charged was probably four months ago. The patient said he hasn't used his ins in quite a while because he was having trouble. The last time he used it, he raised his arm and it gave him such a shock that he almost fell down. The patient does get some pain relief while walking around, but if he bends over or stretches he gets a different shock that are sudden and extreme. The patient has met with a manufacturer representative (rep) twice to have it adjusted. One of the patient's legs was getting more stimulation than the other. The patient also noted having a fall about a year after the implant, and after that it never seemed to work. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.